Event description:
The facility's biomedical engineering department reported that the pump's channel b failed with a code of 814:04 during pt use. The pump was infusing vasopressin at a rate of 0.01 units/minute when the failure occurred. The pt's blood pressure dropped from 90/systolic to 70/systolic. The reporter stated, "precedex was immediately stopped and levophed was immediately increased". A new pump was immediately obtained and vasopressin was restarted.